Event description:
Facility's asset tracker called to report an over infusion with 5fu. Total bag volume including overfill was 203.52ml. Volume to be infused was 192ml. Rate was 2.0 ml/hr. Therapy started in 2005 (time not recorded) and at 11:15 on the 3rd day pumps alarmed air in line. Patient contacted nurse who told patient how to reset - intermittently unit 2:45 pm when bag ran dry. Therapy should have lasted till 6:00pm. Reporter stated there was no report of patient injury or medical intervention.